Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10007049. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 10007049) was impeded in the distal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not pass through the microcatheter. The physician retracted only the stent and found the stent detached from the delivery wire after it was out of the y-connector. The physician replaced the stent with another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) to complete the procedure using the same microcatheter. There was no negative impact on the patient. On 01-jul-2026, additional information was received. The information indicated the procedure was targeting the middle cerebral artery (mca). The stent was obstructed at the distal end of the microcatheter. An adequate continuous flush was maintained through the microcatheter; the saline flush was heparinized saline. Information on the contrast media used could not be obtained. Aside from the reported premature stent detachment, there was no damage noted on the stent / stent delivery system. There was no procedure delay due to the reported issue.